Event description:
Information was received indicating that the patient's lead was explanted and successfully replaced due to lead discontinuity. No lead pin connector issues or obvious lead breaks were noted at the time of lead replacement. Lead impedance measured with the new lead was noted to be normal. The explanted lead has not been returned to the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the lead impedance was evaluated in seven different body position each resulting in high impedance. Patient has been referred for full revision as a result of the high impedance. No known surgical interventions have occurred to date.

Event description:
Analysis was completed on the returned lead and pulse generator. A section of the lead assembly was returned in one piece with the lead connector still attached to the pulse generator. As-received, visual and radiographic examination identified that the lead connector was not fully inserted in the pulse generator header. However, based in the location of the setscrew marks on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator + and - terminals and the lead connector respective contact points (connector ring and connector pin) existed at one point in time. A continuity check between the setscrew and the end of the lead portion attached to the pulse generator identified an intermittent contact between the setscrew and the lead pin. The lead was able to be removed and inserted completely into the returned pulse generator with no anomalies. Note that since a portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No anomalies were found during analysis of the pulse generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.059 volts as measured during testing, shows an ifi=no condition.. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted lead and generator were returned the manufacturer and are currently undergoing product analysis.

Manufacturer narrative:
Date received by manuf, corrected data: manufacturer's supplement report #1 inadvertently indicated 07/27/2015 instead of 07/24/2015.

Event description:
High lead impedance was reported from a patient¿s vns system. Lead impedance was noted to normal at implant, however, no normal lead impedances were observed since implant. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. The patient has not experienced any adverse events since the high impedance was observed. X-rays dated (B)(6) 2015 were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed thru wires appear to be intact. The connector pin inside the connector block appears to be completely inserted. The lead wire was intact at the location of the connector pin. A portion of the lead located behind the generator that could not be assessed. A sharp angle was observed near one of the lead tie downs, however, no clear lead break could be identified. There did not appear to be any lead discontinuities in the portion of the lead that could be visualized. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.